Manufacturer narrative:
A manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that tampons unraveled during removal and pieces remained inside the body. It is unknown with how many tampons this event occurred with. There were three initial attempts ((B)(6) 2018) to contact the consumer for more information, but no answer was received. On (B)(6) 2018, the consumer e-mailed to request a call-back, but did not provide a phone number. On (B)(6) 2018, she e-mailed to provide a phone number and an attempt was made to contact her for more information, but no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.